Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. In (B)(6) 2013, a 2.50mm x 16mm promus element¿ plus stent was implanted. The physician suspected that during removal of a non bsc embolic protection device, it cut the edge of the recently implanted stent. So a 2.5mm x 8mm promus element¿ plus stent was deployed to cover the distal end of the stent which appeared hazy based on angiography film review. No further patient complications were reported.